Event description:
Manufacturer's reference number: 259348.

Manufacturer narrative:
Getinge became aware of an issue with a surgical light volista standop device. As it was stated, the light head of the device fell down on the technician during cleaning. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. A falling light head is indicated by our product experts to likely be caused by an incorrect installation or maintenance. Additional user manual for volista (IFU 01781 en 10) includes information about daily routine which should be kept for good work of the device and among others it states that integrity of the light head needs to be checked. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with volista standop surgical light. As it was stated, the light head fell down on the technician during cleaning. There was no information provided regarding the kind of injury sustained by technician however we decided to report the issue based on the potential and any parts falling off into sterile field or during procedure may lead to serious injury or worse.